Event description:
It was reported that this right atrial (ra) lead was noted to have an unspecified performance issue and the programming on the implantable cardioverter defibrillator (ICD) was changed to pace and sense in the ventricle only. Three years later the entire ICD system was explanted for sepsis and endocarditis. No further product information was available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).